Event description:
Reporter alleged she couldn't use her aviva system because of an error on the device and she began feeling jittery with mixed up speech. Reporter stated her granddaughter called 911, the emts arrived, obtained a result of 37 mg/dl on their system, and treated her with a shot and sugar drinks. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.